Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing on the defibrillator. The patient did not receive therapy during the oversensing. No programming changes were made. The patient was in a stable condition and would continue to be monitored.